Manufacturer narrative:
The investigation into the reported ventricular fibrillation, ventricular tachycardia, atrial fibrillation, and atrial tachycardia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that underlying electrophysiologic patient condition was the most likely cause of the ventricular fibrillation, ventricular tachycardia, atrial fibrillation, atrial tachycardia occurred during device support. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed.

Event description:
The complainant reported a 78-year-old male patient presenting for high risk percutaneous coronary intervention. Following impella placement, it was noted that the patient experienced ventricular tachycardia. Amiodarone was administered to the patient via IV to treat the condition. Patient support continued with the implanted impella following the intervention.